Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received on june 10, 2018.*** the tip that they were referring to the report "dislodged tip" was the optic plastic fiber and not the working channel sleeve. Reportedly, it was not completely detached but it obstructed the view of the scope. In addition, there was no issue noted during set up.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): problem code 2979 captures the reportable event of working channel sleeve protrusion. Block h10: a visual assessment was performed. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. No witness marks were noted on the pebax. The absence of white areas along bond a disproves the evidence of adhesion. The reported complaint of plastic optical fiber (pof) protrusion was not confirmed. The investigation of similar devices revealed a manufacturing issue related to bond b. Manufacturing process improvements have been implemented to address this issue. Based on investigation results, the probable cause selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. The investigation associated with the working channel sleeve protrusion issue is complete and the design change solution (double bond a) was implemented into production in february 2019. Since the implementation of double bond a, there have been no working channel sleeve protrusion complaints. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 10, 2018. The tip that they were referring to the report ¿dislodged tip¿ was the optic plastic fiber and not the working channel sleeve. Reportedly, it was not completely detached but it obstructed the view of the scope. In addition, there was no issue noted during set up.